Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The proximal conductor of the lead became extrinsically distorted due to flattening. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the cardiac resynchronization therapy defibrillator (crt-d) had intermittent atrial under-sensing. The right atrial (ra) lead was disconnected and tested fine with the pacing system analyzer (psa). The lead was connected to another crt-d and the same results of under-sensing on the atrial channel occurred. The ra lead was disconnected and tested using psa. It was noted that atrial under-sensing was observed. It was also noted that a sharp kink in the lead was observed under fluoroscopy. The lead was not used, and another lead was implanted, which resulted in no atrial under-sensing. No patient complications have been reported as a result of this event.